Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The patient's history of obesity and cystic kidney disease may have also contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 21mm edwards aortic pericardial valve underwent a valve-in-valve procedure after an implant duration five (5) years, nine (9) months due to severe aortic stenosis. A tavr was performed with a 20mm edwards transcatheter valve. The patient tolerated the procedure well and was transported to the cvicu in stable condition. The patient was deemed stable for discharge on pod #1.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.